Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the instrument failed the recognition test after being installed onto an in-house system. Failure analysis investigation also found the distal end of the main tube had various scratch marks with light material removal. The scratches were not aligned with the tube axis. The cause of the damage was likely due to mishandling/misuse. There was no other damage found. The instruments and accessories user manual specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments.

Event description:
It was reported that prior to starting a da vinci surgical procedure, following the installation of the cobra grasper instrument, the staff reportedly observed the instrument could not be recognized by the system. No patient harm, adverse outcome or injury was reported.